Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information requested and received: was the surgeon able to complete any of the firing strokes? Unknown. What troubleshooting steps were taken to open device? Unknown. When 2nd device was used, was a new cartridge installed or was the one from previous attempt used? New cartridge. What was the product code of the reload used? Ecr60d. Will the reload be returned? Yes. What is the surgeon¿s experience with device? Good. What is the operating room staff¿s experience with device? Good. What is the current patient status? Unknown.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the stapler closed but would not fire or release. Another device was opened and same happened. The case converted to open and the procedure lasted additional three hours.

Manufacturer narrative:
(B)(4). Batch # n5718k. The ec60a device was received for analysis with no visual non-conformances and with an ecr60d cartridge loaded in the device. The cartridge reload was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted.